Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "hv dump failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d4 catalog number removed, d4 primary UDI number updated. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, the device was put through extensive testing which included daily/weekly/monthly sellf tests and stress testing without duplicating the report. The pads and battery were not returned for evaluation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.